Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported ¿patient was implanted with an allergan silicone implant after breast cancer (not device related)¿ and "concerns about the recall". Patient representative has further reported rupture diagnosed by MRI and ultrasound. Ultrasound provided shows "severe stinging breast pain", ¿moderate fibrosis¿, ¿moderately chronic and giant cell inflammation with detection of foreign material¿ and ¿suspicion of a rupture of implant". This record is for the left side. Device has been explanted and replaced with a non-allergan device. Device will not be returned.